Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) error message. The patient reported that she was trying to sync the patient programmer to the ins when the por message appeared. It was noted that there were no falls or traumas related to this event. There was recent medical test or emi environmental exposure that could have contributed; the patient reported having an ultrasound recently. Additional information was received from the patient and it was reported that the por message was resolved. It was noted that the patient accidentally hit the off switch leading to the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.